Event description:
The customer reported that when the device's power cord was plugged into the wall outlet, the power cord started to spark. The nurse stated that the plug started to smoke and the vent was changed out. There was no pt involvement. The respironics service technician confirmed the receptacle end of the power cord was arcing inside the molded plug when the cord was moved. The service technician replaced the power cord to correct the problem. Extended self testing (est) and performance verification testing was performed and the unit passed per specifications.